Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b3, b5, b6, d6b, h6.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI. Healthcare professional later reported capsular contracture baker grade I. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI. Healthcare professional later reported capsular contracture baker grade I. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI. Healthcare professional later reported capsular contracture baker grade I. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture : observed, broken assessed as unidentified (tear) opening) and missing assessed as inconclusive. Shell thickness was within specification. As per the investigation procedure, crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported rupture diagnosed via MRI and ultrasound. Later, healthcare professional reported capsular contracture baker grade I. This record is for the right side. Device was explanted and replaced with a non-abbvie device.